Manufacturer narrative:
H4: the device was manufactured from june 10, 2022 - june 13, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. Medication remained in the device and had not been delivered to the patient after the therapy ran for slight over 46 hours. This was observed during patient infusion. The device was filled with fluorouracil 4100mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.